Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 160 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.